Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a man ufacturer¿s representative (rep). The rep reported that the patient was experiencing a new type of pain on his left side closer to his spine and radiates to where his ins was located and towards his hip. The rep reported that this started about 1.5 weeks ago. The rep reported that the patient stated that its muscle pain. The patient also stated it was due to the ins positioning. The rep reported that the healthcare provider (hcp) gave the patient an injection today to help. The patient stated it was already helping. The issue wasn¿t resolved. No further complications were reported. (B)(6) 2018, (B)(4), additional information was received from a consumer via a manufacturer's representative. It was reported that the patient reported not having sufficient pain relief and there was additional pain from the device location. The patient had a revision of their scs system on (B)(6) 2018. The patient was seen by the rep on (B)(6) 2018 for post operation and the patient reported increased pain relief and were feeling happy with the device. The issue was resolved. No further complications were reported or anticipated.